Event description:
It was reported by service report that the fowler cylinder was leaking and the wheel assembly was worn. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel assembly.